Event description:
As reported, the precise pro rx was implanted in the internal carotid artery after a non-cordis (8 mm / effective length: 25 mm) stent was placed. The precise pro rx was used as a second stent to cover the previously placed stent. Three days after the procedure, the patient developed a transient ischemic attack (tia). Angiography confirmed plaque protrusion in carotid stent. A carotid artery stent was implanted in addition at the plaque protrusion and the procedure completed. The carotid artery stenting (cas) was performed for a patient who had pathogenic internal carotid artery stenosis. The lesion was measured to be 4.7 mm with a total carotid artery diameter of 6.9 mm. The lesion was pre-dilated with a 4.0mm balloon catheter. After the precise pro rx was placed, the stent was post-dilated with a 4.5mm balloon catheter. It was confirmed that the stent expansion was good and the procedure was completed. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The precise pro rx was implanted in the internal carotid artery after a non-cordis (8 mm / effective length: 25 mm) stent was placed. The precise pro rx was used as a second stent to cover the previously placed stent. Three days after the procedure, the patient developed a transient ischemic attack (tia). Angiography confirmed plaque protrusion in carotid stent. A carotid artery stent was implanted in addition at the plaque protrusion and the procedure completed. The carotid artery stenting (cas) was performed for a patient who had pathogenic internal carotid artery stenosis. The lesion was measured to be 4.7 mm with a total carotid artery diameter of 6.9 mm. The lesion was pre-dilated with a 4.0mm balloon catheter. After the precise pro rx was placed, the stent was post-dilated with a 4.5mm balloon catheter. It was confirmed that the stent expansion was good, and the procedure was completed. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis and based on the information provided, the reported ¿tia- transient ischemic attack¿ could not be confirmed and the exact root cause could not be determined. A transient ischemic attack (tia) is a temporary period of symptoms like those of a stroke. A tia usually lasts only a few minutes and does not cause permanent damage. Risks associated with angioplasty procedures include vascular dissection in this case (tia- transient ischemic attack was specifically reported). These are well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal plaque rupture during interventional procedures. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that handling and procedural factors such as vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use (IFU) under potential complications, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: death, respiratory arrest, emergency artery bypass graft surgery, hemorrhagic or embolic stroke / tia, renal failure, sepsis / infection, embolism, coronary ischemia, arrhythmia, drug reactions, allergic reaction to contrast medium or to the implanted device, vascular injury, including perforation, rupture, and dissection, disseminated intravascular coagulation, new or worse encephalopathy, g.I. Bleeding from anticoagulation / antiplatelet medication, hemorrhage, parenchymal hemorrhage, aneurysm and pseudoaneurysm formation, intimal tear / dissection, stent migration / embolization, thrombosis, bradycardia and hypotension, arteriovenous fistula, tissue necrosis, stent misplacement, vessel occlusion, restenosis or recurrent stricture.¿ as no lot number was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective or preventive action will be taken at this time.